Event description:
It was reported that the patient was experencing muscle sitmulaiton. In-clinic, interrogation revealed that the pulse generator exhibited backup vvi mode. A software download successfully restored the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.